Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, other relevant patient history? Any concurrent procedure/device implantation? How was the mesh placed? Please specify a site/location of mesh exposure in 2013? What is physician¿s opinion as to the etiology of or contributing factors to both event, in 2013 ? What is the patient's current status? Product code and lot number? If applicable, will product be returned, return date, tracking information?

Event description:
It was reported that the patient underwent a sling procedure in 2006 and the mesh was implanted. In 2013 during examination, the mesh was found to be visible in two places. It was also reported that a doctor closed the mucosa across the exposed sling mesh both places. Additional information has been requested.